Manufacturer narrative:
The device has not been returned to microline surgical for an investigation. No further information is available at this time.

Event description:
Clip applier jammed during procedure. Anesthesia time was extended 5 minutes. There was no harm to the patient.